Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. As part of troubleshooting, the fse measured system global power distribution unit (gpdu) and found the voltage was abnormal due to missing gpdu power up sequence. To resolve the issue, the fse re-connected the service computer (pc) to the gpdu, and reloaded the m-cabinet boot up sequence from the micro sd card to the gpdu control board, after which the system was returned to good working condition and was ready for clinical use. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.